Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not able to fill with helium. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Communications/ interviews (4111/ 3233): customer cancelled service. In-house biomed stated he replaced the helium tank seal. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). Additional contact information: phone: (B)(6).